Manufacturer narrative:
Medtronic did not attempt to reproduce the issue because testing or reproducing it would not provide conclusive results. Instead the issue was investigated through database application logs. The software support team's thorough investigation of the database application logs found no upload logs. This suggests that the process was failing very early in the upload process. Issue was not confirmed by log analysis. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in the sw requirement doc field. To assist with the resolution of the issue, medtronic provided the helpline team with the following recommendation to ensure that it is addressed effectively: to confirm, this pump is failing to upload with the minimed mobile application and now the carelink uploader application? If so, then I would advise that the pump be replaced, the mobile application and desktop application upload in different manners so it is unlikely for a pump to fail to upload with both unless there is a hardware fault. Also, there were no carelink uploader logs available so it would seem that the carelink uploader failure is happening very early in the upload process. Does the patient have any security or antivirus software installed? The most likely root cause is a driver issue or possible a hardware failure of the pump. No logs or evidence of a carelink fault or error found. Medtronic proceeding to close this ticket as medtronic have not received any response. If the reported issue persists, medtronic kindly request you to provide the updated information so medtronic can reopen the ticket. This will allow us to address the matter promptly and efficiently. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported on unable to upload and experienced no communication between the pump and mobile device. The customer reported no adverse event. The event involved product(s) mmt-6101. Troubleshooting was performed, and it was unable to resolve with existing troubleshooting or labeled instructions, issue escalated. No harm requiring medical intervention was reported. It was unknown whether the customer will continue the use of the application. Product return is not applicable for mmt-6101.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.